Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient reported their prior ins was removed because they noticed, about a month after implant, that the patient's leg on the right side where the ins was located was in constant pain. The patient said when they turned stimulation off, the leg pain was better but the pain was still there. The patient said the healthcare provider (hcp)  thought maybe it was next to a nerve and the pain was resolved after it was removed. The patient has a new implant on the left side in a better place. The patient was redirected to their healthcare provider.